Event description:
It was reported the physician was unable to remove the needle cassette and suture cartridges from the speedstitch suturing device intra-operative. The patient experienced a 30-minute surgical delay as a result of the reported issue. The procedure was completed; however, the details regarding the techniques and tools used were not provided. No further patient complications were reported.